Event description:
It was reported that the right ventricular (rv) lead had high, out-of-range shock impedance values of 127 ohms. Boston scientific technical services (ts) was contacted and discussed options. Ts was contacted again later about the out-of-range shock impedances. Ts noted some false positive pacemaker mediated tachycardia (pmt) events due to the sinus rate being at the maximum tracking rate. There were no obvious signs of lead fracture, and they planned to bring the patient in for future testing. No adverse patient effects were reported.